Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/28/2015-(B)(6).

Manufacturer narrative:
Follow-up #2 date of submission 10/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed several reboots. A visual inspection of the pump showed that the battery compartment was undamaged. The returned battery cap was able to secure on to the pump with no power loss. The pump powered on normally. No power interruptions occurred during the investigation. The pump failed a leak test due to a crack between the case seal and the lens. The pump cover was opened and evidence of moisture corrosion was observed on the transceiver and the force sensor plate. Unrelated to the complaint, the display screen was dim and discolored.